Manufacturer narrative:
The peritonitis occurred on an unspecified date "around (B)(6) 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotic pills (every two days dose not reported) and a bag of unspecified antibiotic solution (every five days, dose not reported) for peritonitis. It was reported the "last dose of antibiotic, via injection) was scheduled to be six days after receipt of this report. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.